Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed a e433 error code. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Additionally, please refer to section d4 serial number for updates. Serial number updated to (B)(6). Device evaluation and inspection found an error e433. The reported issue was confirmed. Evaluation noted bipolar autocoag output power was below the specified limit caused e433 error code, the unit needs to be calibrated. Based on the results of the investigation, the root cause cannot be conclusively identified. Probable cause based on reasonably known information was due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 3003724334-2025-00020. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.